Event description:
Customer reported being hospitalized for high blood glucose levels. Blood glucose at the time of 911 call was greater than 1000 mg/dl. Description of the complaint included hyperglycemia, metabolic acidosis, hypertension, glucose cytosis, diabetic ketoacidosis, and hyponutrimeia. Significant events leading to the 911 call included customer having trouble managing blood glucose with insulin pump. Customer was admitted and is still in the hospital. Customer was wearing the pump at the time of 911 call. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.